Manufacturer narrative:
Gtin # (B)(4). Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported in the legal brief, approximately 9 years after a cordis optease inferior vena cava (ivc) filter was implanted, the optease ivc filter was found to have fractured and embedded in the wall with two prongs eroding through the inferior vena cava. Due to the high risk of removal the filter has been left in place. Subsequent medical records received indicate that during the placement procedure, a hand injected venogram was obtained prior to formal venocavogram. The diameter of the inferior vena cava at the point of deployment of the optease filter was 38mm relative to the distance between the measuring dots which was 48mm. The optease filter was deployed in the distal inferior vena cava. It did not migrate or rotate. The patient tolerated the procedure well. Approximately 9 years later, the patient was seen by another physician who noted ¿ivc filter, temporary never removed removal possibly related to back pain, but higher risk of thrombosis of ivc. Will get a CT venogram then arrange for ivc removal.¿ review of the CT approximately 3 days later showed the ¿filter is well embedded though/within the walls of the ivc without any particular fractured portion at risk of lacerating another structure. It would be high risk to attempt endovascular removal because the patient is not symptomatic now. Patient to start a coated aspirin now. The CT did also demonstrate a 2cm left common iliac aneurysm.¿ in addition, the patient reports that the fractured filter struts have eroded through the lumen entirely and to the injuries listed, these injuries have caused emotional distress, mental anguish, anxiety and stress. According to the plaintiff profile form received on 03/20/2018 approximately 9 years 4 months post index procedure the patient discovered that the ivc filter had fractured. The filter struts have eroded through the lumen entirely, however no retrieval attempts have been made. In addition to the injuries listed these injuries have caused emotional distress, mental anguish, anxiety and stress.

Manufacturer narrative:
It was reported that approximately 9 years after an cordis optease ivc filter was implanted, the filter was found to have fractured and embedded in the wall with two prongs eroding through the inferior vena cava. Due to the high risk of removal the filter has been left in place. Medical records indicate that during the placement procedure, a hand injected venogram was obtained and noted the diameter of the inferior vena cava at the point of deployment of the filter was 38mm relative to the distance between the measuring dots which was 48mm. The filter was deployed in the distal inferior vena cava and did not migrate or rotate. The patient tolerated the procedure well. Approximately 9 years later, the patient was seen by another physician who noted ¿ivc filter, temporary never removed removal possibly related to back pain, but higher risk of thrombosis of ivc. Will get a CT venogram then arrange for ivc removal.¿ review of the CT approximately 3 days later showed the ¿filter is well embedded though/within the walls of the ivc without any particular fractured portion at risk of lacerating another structure. It would be high risk to attempt endovascular removal because the patient is not symptomatic now. Patient to start a coated aspirin now. The CT did also demonstrate a 2cm left common iliac aneurysm.¿ in addition, the patient reports that the fractured filter struts have eroded through the lumen entirely and to the injuries listed, these injuries have caused emotional distress, mental anguish, anxiety and stress. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Pain and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined. Given the limited information available for review, a relation between the device and the event could not be determined. At this time, there is nothing to suggest the reported events are related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Please note that this event was previously reported via manufacturing report number 9616099-2016-00301. However, additional reports cannot be submitted via the previous number as the complaint handling database is no longer available (B)(6). Please note that there were no similar patient codes available for anguish and stress. Therefore "no code available" was selected instead. It was reported that approximately 9 years after an cordis optease ivc filter was implanted, the optease ivc filter was found to have fractured and embedded in the wall with two prongs eroding through the inferior vena cava. Due to the high risk of removal the filter has been left in place. Subsequent medical records received indicate that during the placement procedure, a hand injected venogram was obtained prior to formal venocavogram. The diameter of the inferior vena cava at the point of deployment of the optease filter was 38mm relative to the distance between the measuring dots which was 48mm. The optease filter was deployed in the distal inferior vena cava. It did not migrate or rotate. The patient tolerated the procedure well. Approximately 9 years later, the patient was seen by another physician who noted ¿ivc filter, temporary never removed removal possibly related to back pain, but higher risk of thrombosis of ivc. Will get an CT venogram then arrange for ivc removal.¿ review of the CT approximately 3 days later showed the ¿filter is well embedded though/within the walls of the ivc without any particular fractured portion at risk of lacerating another structure. It would be high risk to attempt endovascular removal because the patient is not symptomatic now. Patient to start a coated aspirin now. The CT did also demonstrate a 2cm left common iliac aneurysm.¿ in addition, the patient reports that the fractured filter struts have eroded through the lumen entirely and to the injuries listed, these injuries have caused emotional distress, mental anguish, anxiety and stress. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. While an attempt to retrieve the device was not made due to the findings of the CT scan, the optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. The legal briefing also states an inferior vena cava occlusion. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined. Given the limited information available for review, a relation between the device and the event could not be determined. Pain, emotional distress, anguish, anxiety and stress do not represent a device malfunction. For review, a relation between the device and the event could not be determined. Pain, emotional distress, anguish, anxiety and stress do not represent a device malfunction. At this time, there is nothing to suggest these the reported events are related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, approximately 9 years after an cordis optease ivc filter was implanted, the optease ivc filter was found to have fractured and embedded in the wall with two prongs eroding through the inferior vena cava. Due to the high risk of removal the filter has been left in place. Subsequent medical records received indicate that during the placement procedure, a hand injected venogram was obtained prior to formal venocavogram. The diameter of the inferior vena cava at the point of deployment of the optease filter was 38mm relative to the distance between the measuring dots which was 48mm. The optease filter was deployed in the distal inferior vena cava. It did not migrate or rotate. The patient tolerated the procedure well. Approximately 9 years later, the patient was seen by another physician who noted ¿ivc filter, temporary never removed removal possibly related to back pain, but higher risk of thrombosis of ivc. Will get an CT venogram then arrange for ivc removal.¿ review of the CT approximately 3 days later showed the ¿filter is well embedded though/within the walls of the ivc without any particular fractured portion at risk of lacerating another structure. It would be high risk to attempt endovascular removal..because the patient is not symptomatic now. Patient to start a coated aspirin now. The CT did also demonstrate a 2cm left common iliac aneurysm.¿ in addition, the patient reports that the fractured filter struts have eroded through the lumen entirely and to the injuries listed, these injuries have caused emotional distress, mental anguish, anxiety and stress.